Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump alarmed no delivery during bolus. The insulin pump was supposed to deliver 1 unit of insulin, but only delivered .7 units of insulin. The customer's blood glucose reading was 315 mg/dl. The customer performed troubleshooting and after disconnecting and reconnecting the infusion set and reservoir, insulin exited and was able to rewind the device. The customer was advised that the insulin pump was working as designed and that the alarm was caused by an infusion set or reservoir occlusion. The reservoir and infusion set were replaced.